Event description:
It was previously reported in mfg. Report # 6000030-2005-01413 that the pump "tore away from my side...from wherever they had stitched it making it lopsided so that part of the pump actually stuck out instead of laying flat in my abdomen." It was noted that the pump had been lopsided for "quite a while." Any subsequent information will now be followed up under this report number.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), (B)(4).